Manufacturer narrative:
Device photographs for the device related to the reported event of rupture were reviewed on january 18, 2022. Visual analysis of the photographs identified, red particle material on the shell/gel and one extended opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Healthcare professional later confirmed right side rupture. The device remains implanted.